Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error message. The device was in clinical use when the issue occurred; the device was replaced with a different v60 ventilator. There was neither delay in therapy and/or medical intervention reported. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated. The se was able to confirm that the "check vent: backup alarm failed" (diagnostic code 1104) was recorded in the event log. The central processing unit (cpu) board was replaced as recurrence preventive measures. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).